Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lids of the bd¿ sharps disposal containers were difficult to close properly. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: faulty lids supplied with sharps container. Delivered to hospital site from distribution center where the issue was noted. Per supplier: I received the parts today and they were already assembled, not totally, but almost totally. Supplier performed a test, which they do internally, where the assembly admits a force of 15kg. Per supplier DHR review: we had no problems during the manufacturing or any other kind of issue. Conclusion: unconfirmed; inconclusive.

Event description:
It was reported that the lids of the bd¿ sharps disposal containers were difficult to close properly. There was no report of exposure, injury, or medical intervention.